Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. An x-ray showed a crimp sleeve migration near to terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, the extendable/retractable helix of this right atrial (ra) lead did not operate as expected. Subsequently, this ra lead was removed, replaced, and returned to boston scientific for analysis.